Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 49 mg/dl. Customer also had issues with their sensor glucose versus their blood glucose levels. Customer's sugar glucose was 93 mg/dl. Troubleshooting for the sugar glucose vs blood glucose was performed. Customer advised they had a bent cannula a few months ago. Customer was advised a replacement sensor will be shipped out. Customer's blood glucose vs sugar glucose is not within an acceptable range.